Manufacturer narrative:
(B)(4). The pipeline flex with shield will not be returned for evaluation as it was implanted in the patient. The complaint could not be confirmed, and the event cause could not be reliably determined. The cause of the post procedure events are unknown. An incorrectly sized pipeline was used in this procedure which contribute to the proximal migration of the pipeline stent. It was re ported that the proximal landing zone artery was 10 mm in diameter and the pipeline used was 5.00 mm in diameter. According to the instruction for use (IFU): - do not use the pipeline¿ flex embolization device with shield technology¿ in vessel diameters that are larger than the labeled dia meter. An incorrectly sized pipeline¿ flex embolization device with shield technology¿ may result in inadequate device placement, incomplete opening, or migration. - do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Thromboembolism and perforator occlusion are known inherent risk of pipeline procedures and are documented in the IFU. Improper sizing can lead also to increased turbulance and increased the risk of thromboembolism. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a failure to follow instructions.

Event description:
Medtronic received report of migration of a pipeline flex with shield technology. The patient was being treated for a recurrent blister aneurysm in the basilar artery. Landing zone artery size was 4mm distal and greater than 10mm proximal. Vessel tortuosity was moderate. Deployment of the pipeline flex with shield was difficult due to the patient's anatomy; 5mm of the device was deployed at the apex of the basilar artery. It was reported that there was proximal migration of the device after deployment since the distal lip of the aneurysm was not sufficiently covered. It was reported that the device covered some side branches. The physician chose not to implant a second device at the distal end of the pipeline flex with shield to avoid covering perforator vessels. The patient was to be monitored closely over the next few days. Three days post-procedure, the patient had a perforator infarct. Reopro was administered within 60 minutes of infarction onset, with no effect. The patient was on dual antiplatelet therapy of aspirin and tricagrelor; pru level was not known. Heparin was ceased after 24 hours. The same day, the patient exhibited symptoms of hemisensory loss, unfocused eyes, and mild proximal left leg weakness. The aneurysm was thrombosed and there was no in-stent thrombosis. The patient's condition has since improved, but is not at baseline.